Event description:
Additional information received confirmed there were four motor stall episodes and ¿stopped pump x2¿. The cause of the event was due to motor stalls that recovered however the cause of the stalls were unknown. It was reported following the pump replacement, the first ¿pre¿ was done without any problems.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found gear train anomalies, a stall due to shaft-bearing as well as corrosion and/or wear and/or lubrication. Significant residue and shaft wear was seen on the upper shaft of gear 2. Some residue was also seen on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
Conclusion code is no longer applicable to this event.

Event description:
It was reported that there were motor stalls and recoveries going back to (B)(6) 2013. On the day of this report, an alarm was heard, telemetry confirmed a critical alarm occurred due to the stopped pump may exceed tube set message. The patient had not had any MRI¿s or magnetic devices that were close to him. Per the pump logs, a motor stall and recovery occurred on (B)(6) 2013 as well as on (B)(6) 2013. A motor stall then occurred again on (B)(6) 2013 followed by a stopped pump may exceedtube set message on (B)(6) 2013. The motor stall then recovered on (B)(6) 2013 and was followed by another stall on (B)(6) 2013. Another tube set message was then seen on (B)(6) 2013 followed by a motor stall recovery on the day of this report. The device system had been used to deliver baclofen. It was later reported the patient had reportedly experienced increased spasticity of their lower extremities. The pump was explanted and replaced. It was later reported prior to explant the pump was running at that point however there was no known reason for the stalls thus the reason for explant. The reporter ¿did not believe the patient had significant withdrawal symptoms when the pump was stalled, but they did notice a return of symptoms.¿ it was later reported the reporter had not been contacted regarding ongoing motor stalls or ineffective therapy since the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.